Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10961n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t10961n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2020, a (B)(6) female presented to the ER with complaints of "ha". Patient tested on triage: 0046 initial troponin results of 0.33 ng/ml obtained. Dr. Ordered a redraw for confirmation. 0110 second troponin results of <0.05 ng/ml obtained from new sample, which was documented in the patient's electronic medical record and on the critical value log when results were obtained. 0113 third troponin results of <0.05 ng/ml obtained from new sample per dr.'s order to confirm due to inconsistent results. This was also documented in the patient electronic medical record and on patient results slip at the time the results were obtained. 0344 forth troponin results of <0.05 ng/ml obtained from a different analyzer sn (B)(4) at another center due to the inconsistency in previous results. This result was obtained from a new sample per dr. Order and documented in patient's electronic medical record. 0611 fifth troponin results of <0.05 ng/ml obtained from a new sample per dr. Order and was documented in the patient's electronic medical record. Meter sn (B)(4). Expanded results from email attachment: 0046: ck-mb 2.4; myo 181, 0110: ck-mb 2.2; myo 185, 0113: ck-mb 1.4; myo 146, different meter sn (B)(4), lot t10960. 0344: ck-mb 1.4; myo 83.6, meter sn (B)(4), lot t11117, 0611: ck-mb 1.7; myo 88.1. Other tests included bnp 35.9pg/ml. Patient was discharged home with a diagnosis of unspecific cp. The customer stated they do not to have a cutoff for the triage but results <0.05 are normal; results = or >0.05 require further examination, testing, evaluation, etc. From the meter printouts provided, they are using >0.05 as abnormal.